Manufacturer narrative:
Contacted user facility (B)(6) 2018 to request return of product. To date, product has not been returned. A follow-up report will be filed once probe is returned and evaluated.

Event description:
Per user facility report - during cryoablation of a left renal tumor, the 2.4 cryoablation probe malfunctioned at the end of active cooling. Ice/shaft frosting was noticed on the portion of the needle that was outside the patient at the skin surface resulting in possible frozen subcutaneous tissue. The procedure was terminated and active rewarming was performed by the physician and the needle was removed. Intra procedure and follow-up images were obtained and the patient left the cath lab in stable condition. There was no known injury to the patient.

Manufacturer narrative:
Device not returned to manufacturer. Device history records reviewed with no issues found. The reported issue of shaft frosting is a known inherent risk of the device.